Event description:
It was reported that at the last follow-up in october 2007 the pacemaker showed a remaining longevity of 1 to 1.25 years. Six months later, the device was at elective replacement indicator (eri) and had to be replaced immediately.

Manufacturer narrative:
Final analysis found rapid battery depletion at the end of the implant duration due to high current drain caused by multiple bits flipped. The device was received in backup vvi mode. The device was cut open and connected to an external power supply. The product code was downloaded and normal electrical characteristics were measured.